Event description:
A physician reported that the akreos adapt intraocular lens got opacified. The patient was less than (B)(6). Additional information has been requested.

Manufacturer narrative:
The information included in this report has been obtained from this physician while following up on a previously submitted MDR number: 1119279-2011-00192. In addition to the previously reported event (MDR number: 1119279-2011-00192), the physician reported that there were 5 additional patients, for a total of 6 patients involving 9 iols. The following iol serial numbers have been provided: (B)(4). However, no patient specific information has been provided. Therefore, it is unknown at this time which serial number(s) is/are associated with each patient. The additional 5 patients mentioned above correspond to the following MDR numbers: 1119279-2011-00203, 1119279-2011-00205, 1119279-2011-00206, and 1119279-2011-00207. Additional information has been requested. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.